Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was tried to troubleshooting but patient would not want to continue troubleshooting because of her situation. Customer stated that in the middle of troubleshooting they received a no delivery while in fill tubing. The customer was treated with manual shots for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.